Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.

Event description:
This device failed during its routine op check test.. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the rse provided the customer with remote support. The customer confirmed that the device had exhibited symptoms of a failure. Details provided by the customer indicated that they were not able to duplicate the abnormal reboot issue, and the rse confirmed that the reboot is by design and the behavior is often difficult to reproduce. The customer confirmed that they had performed multiple successful operations checks, and the rse stated that the reboot was therefore considered to have cleared the error. Based on the information available and the testing conducted the user was unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.